Manufacturer narrative:
(B)(4). Eval results: based on the info provided, no root cause can be determined. Mi, occlusion. Conclusion: based on the info provided, no root cause can be determined.

Event description:
One endeavor sprint rx drug eluting stent diameter 3mm length 15mm was implanted in the proximal lad. Pre-dilatation and post-dilatation was performed. No dissections were confirmed. The operation resulted in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. The pt was released from the hospital 4 days post stent implant. Approx six months post implant, the pt experienced an mi and at seven months underwent tlr due to in-stent restenosis (isr) at the proximal lad. The isr was treated with ballooning. No add'l clinical sequelae were reported.